Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on july 29, 2016, that a hot axios stent was placed in a transgastric position to treat walled-off necrosis of the pancreas during an endoscopic ultrasound (eus) procedure with stent placement performed on (B)(6) 2016. According to the complainant, during the procedure, the physician deployed the stent without issue. Reportedly, the physician checked the stent placement site with eus doppler multiple times prior to deployment. However, after the stent was placed, there was noted to be consistent bleeding from a side branch of the gastric vein. The bleed was treated by embolizing the segment of the gastric vein that was bleeding. CT imaging was performed and it was noted that air was present in the peritoneum. The axios stent was removed from the patient with a snare on (B)(6) 2016, and the tract opening in the gastric wall was closed using clips. There were no further complications reported as a result of this event. The patient's condition was reported to be fine.